Event description:
National complaint coordinator (ncc) reports one incident of a blood leak at the venous header with the syntra 160. Blood leak occurred during patient use. Blood was not returned to the patient with an unreported amount of blood loss. Treatment was resumed with new disposables, including a dialyzer from the same lot, and was completed without further incident. No patient injury or medical intervention reported per (ncc).